Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10; other medical products in use during the event include: product ID unknown: medtronic dcs (lot: 0012663879); product type: 0195-heart valves; implant date: not implantable h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with first degree atrio-ventricular block (avb) at baseline, transient complete heart block (chb) occurred following the valve implantation with recovery after a few minutes. At the end of the procedure, an electrocardiogram (ECG) was obtained which showed a new onset left bundle branch block(lbbb) with a qrs duration of 148ms. A temporary pacemaker was inserted via the left femoral artery. There was no recurrence of chb and the temporary pacemaker was removed on the first post-operative day. The patient remained admitted under observation. On post-operative day two, an ECG was obtained and showed the qrs duration was 95ms. During patient assessment, a hematoma was observed at the left thigh. Computed tomography angiography (cta) was performed and initially revealed a pseudoaneurysm. On the same day, the patient developed a fever associated with symptoms of a urinary tract infection. A urine sample was obtained and the urinalysis showed a high leukocyte (white blood cell) count; however, the urine culture was inconclusive. Subsequently, a five-day course of oral antibiotic therapy was initiated. The patient was asymptomatic on post-operative day three. On this day, a follow-up cta was performed along with ultrasound which showed no visible pseudoaneurysm. The patient was discharged to home with a non-medtronic (cardiostat) portable cardiac monitor. Review of the cardiac monitor showed intermittent lbbb, but no further evidence of second degree avb or chb. Approximately one week following the valve implant procedure, a CT was performed and re-confirmed the pseudoaneurysm had resolved.

Manufacturer narrative:
Updated data: b5, h6 h6: the codes present in h6 correspond to components/products that comprise the reported event.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transcatheter valve was accessed via the right femoral site. The left femoral artery was the secondary access site. Of note, the patient had a history of atrial fibrillation and treated with an anticoagulant which was stopped 3 days prior to the transcatheter valve implant. The pseudoaneurysm was reported as causal to the implant procedure.

Manufacturer narrative:
Updated data: b5, h6. Additional review of the event and/or additional information received showed that there was no information to reasonably suggest that a medtronic device may have caused or contributed to a death or serious injury or that a medtronic device has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated the implanted transcatheter valve was a non-medtronic valve. The reported details pertained to a non-medtronic valve. A medtronic product was not associated to this event. The left bundle branch block (lbbb) was reported as probably related to the implant procedure and non-medtronic transcatheter valve.